Event description:
It was reported that an ilet device experienced a nonresponsive unlock function associated with a cracked display glass, with the crack originating at the top-left corner, spidering at the edge, and extending toward the unlock area; the user was guided through restart attempts via the mobile app without resolution, and the screen was not usable. Symptoms included no injury. Outcomes included interruption of device usability requiring replacement and return of the original unit, with data sync performed prior to shutdown. Investigation included remote troubleshooting and visual confirmation of screen damage from user-provided photos, along with verification of shipping and return logistics. Investigation of this case revealed a broken or delaminated screen that compromised touch responsiveness, consistent with a device hardware problem localized to the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display glass leading to loss of touch function.